Event description:
The initial reporter questioned the results for multiple patient samples tested for multiple assays on a cobas c 503 analytical unit. Discrepant results were provided for 3 patient samples tested for cholesterol gen.2 (chol2), glucose, and total protein gen.2 (tp2). Patient 1 initial chol2 result was 36 mg/dl. The repeat result was 211 mg/dl. Patient 2 initial glucose result was 19.5 mg/dl. The repeat result was 72.9 mg/dl. Patient 3 initial chol2 result was 77 mg/dl. The repeat result was 188 mg/dl. The initial tp2 result was 0.8 g/dl. The repeat result was 6.6 g/dl.

Manufacturer narrative:
The chol2 reagent lot number was 855587 with an expiration date of 30-nov-2025. The tp2 reagent lot number was 883217 with an expiration date of 31-aug-2026. The glucose reagent lot number and expiration date were not provided. The field service engineer (fse) found an issue with the sample cover spring; the spring was compressed and not pushing down on the sample probe, causing it to stick up. The fse replaced the spring. Precision tests were within specification. The investigation determined that the issue found by the fse was the root cause of the event.